Manufacturer narrative:
It was reported to draeger that the microstream module reportedly had a high reading and could not be calibrated. It was confirmed that alarms were generated from the iacs to alert the user. The faulty module was replaced with a known good device to resolve the issue at the customer's site. The faulty etco2 microstream® smartpod® was tested by draeger and it was reported that it failed. The exact failure of the device was not provided. This module has no repair option so the exact root cause of what failed inside the device cannot be determined. There have been no further reports of malfunctions from this customer's site.

Event description:
The customer reported that the microstream module was reading high, and that when checked with the calibration gas, the gas was reading over 10 kpa, when it was expected to read 4.6-5 kpa. When the fse attempted to calibrate the device with calibration gas, the device failed. There was no report of patient injury or death.

Event description:
The customer reported that the microstream module was reading high, and that when checked with the calibration gas, the gas was reading over 10 kpa, when it was expected to read 4.6-5 kpa. When the fse attempted to calibrate the device with calibration gas, the device failed. There was no report of patient injury or death.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.